Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input during delivery of heparin and lidocaine . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: h6, h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log was reviewed. An event occurrence date was not provided, however an occurrence of ¿improper shutdown!¿ was observed when the user was running an infusion of lidocaine. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. Battery low messages were experienced prior to the shut down. The history log cannot be used to determine how power became disconnected.the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.